Event description:
It was reported that an unspecified alarm occurred during use on the homechoice. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a reload the set 201 was identified during a review of the event history log. A sample evaluation was performed and the homechoice device received functional testing that verified the alarm. The cause of the condition was unable to be determined. To correct the condition, the device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.